Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The analyst commented that electrical resistance and cross continuity test results were within specification.

Event description:
It was reported that the lead was attempted to be implanted in the right atrial (ra) but was not used. The lead could not capture or sense from multiple locations. The patient either had very fine atrial fibrillation or atrial standstill. The physician elected to not implant a lead in the atrial. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.